Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Further investigation into breakage of the beaver blades found the root cause to be related to a design issue. This product is no longer being manufactured or distributed by smith & nephew. Product remaining in the field is being removed per recall #z-0793-2016. No additional actions are required at this time. (B)(4).

Event description:
It was reported that the blade broke inside the patient. Doctor removed the piece with a grabber and continued with a shaver. No injuries or complications were reported.